Event description:
It was reported that stent stuck on wire and wire detachment occurred, detached wire remained inside the patient causing discomfort and pain. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. An 8.0x30x75cm express ld stent balloon expandable was prepared accordingly and tried to advance on an amplatz wire. However, when stenosis was reached, the stent was deployed prematurely and got stuck on the wire, and eventually was stuck in the vessel upon removal, leaving only the catheter with the balloon to come out. The stent stayed at the vessel without the balloon and travelled creating a stenosis in the external iliac. The physician tried to snare the stent, and use a smaller balloon to expand the stent, but was unsuccessful. To prevent the stuck stent from migrating, an innova stent was then used to push it against the wall of the vessel. However, the innova stent became stuck in the amplatz wire too. The physician had to cut the wire leaving some part stuck in the express ld and innova stent, inside the patient. A non-boston scientific stent was then used and implanted to prevent the other stents and detached wire to migrate. The patient experienced discomfort and received medication for the pain and is expected to fully recover after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned, and it was observed that it was kinked/bent, unraveled and stretched at distal tip section, also the tip was detached. Based on the evidence, the as reported code body entrapment of device or device component and guidewire detachment of device or device component could be confirmed, due the device condition.

Event description:
It was reported that stent stuck on wire and wire detachment occurred, detached wire remained inside the patient causing discomfort and pain. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. An 8.0x30x75cm express ld stent balloon expandable was prepared accordingly and tried to advance on an amplatz wire. However, when stenosis was reached, the stent was deployed prematurely and got stuck on the wire, and eventually was stuck in the vessel upon removal, leaving only the catheter with the balloon to come out. The stent stayed at the vessel without the balloon and travelled creating a stenosis in the external iliac. The physician tried to snare the stent, and use a smaller balloon to expand the stent, but was unsuccessful. To prevent the stuck stent from migrating, an innova stent was then used to push it against the wall of the vessel. However, the innova stent became stuck in the amplatz wire too. The physician had to cut the wire leaving some part stuck in the express ld and innova stent, inside the patient. A non-boston scientific stent was then used and implanted to prevent the other stents and detached wire to migrate. The patient experienced discomfort and received medication for the pain and is expected to fully recover after the procedure.